Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report the patient's receiver ceases to function on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found and the battery was tested. The interior inspection also found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the patient's receiver ceases to function on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.